Event description:
The customer reported the bending angle in all directions was out of specification. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (reduced angulation in all directions) was confirmed and found to be caused by a worn angulation wire. In addition, service found the adhesive on the bending section cover was detached, the connecting tube was scratched, the bending tube was deformed, the scope cover was scratched, the suction cylinder was shaved, the switch button #1 was cut, the right/left knob was dirty, the universal cord was scratched, the scope connector was scratched, the scope connector cover was scratched, there was play in the angulation knob, and the plastic distal end cover was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained on forceps elevator and around there because reprocessing steps for the location where the foreign material remained was deviated from instructions for use (IFU). Although, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope). Olympus will continue to monitor field performance for this device.